Manufacturer narrative:
During DHR review: 1 non-related qn was initiated during production al other challenge, set up and in-process samples were performed and passed per specifications. Received one 18ga nexiva catheter adapter extensions set within an open package from lot number: 8232654, the remainder of the unit (needle assembly) was not returned for evaluation. The extension tubing was disconnected from the port of the winged adapter. Traces of adhesive residue were present on the outer rim of the wing adapter port. Minimal traces of adhesive were observed on the extension tubing. He manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that a bd nexiva¿ experienced separation between inserter and tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ experienced separation between inserter and tubing.